Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the pump alarmed button error and they were unable to clear it. The customer stated that the screen was watery due to a lot of sweat because it was very hot where she was at. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.